Event description:
A journal article was obtained that reported a retrospective study from germany. The purpose of the study was to assess the long-term results of the stemless onlay comprehensive nano reverse total shoulder arthroplasty system. The study reviewed 35 shoulders/34 patients that underwent a rtsa using a standard deltoideo-pectoral approach with a stemless comprehensive nano system. All procedures were completed between 2012 and 2017 at the orthopedic specialist center in weilheim, by wolfgang vogt. Preoperatively, patients underwent shoulder CT scans with 3d reconstruction of the scapula for preoperative planning (biomet signature one surgical planning). The baseplates were implanted in standard fashion using 6.5 mm central screw and two fixed-angle 4.75 mm peripheral screws with a slight inferior tilt at neural version. The study population had a mean age of 72.8 ± 6.7 years at time of surgery (range, 47¿82); (18 males/16 females); and a mean length of follow-up for 106 ± 14.6 months (range, 80¿135). The literature reported one patient with a lower brachial plexus stretch injury, with the injury primarily affecting the medial nerve. At the 90-month follow-up, incomplete remission was observed, with persistent sensory deficits in the medial nerve supply area. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): unknown humeral bearing, unknown glenosphere, unknown baseplate, unknown nano anchor. G2: foreign: event occurred in germany. G2: literature - plath, j. E., saiczek, n., mayr, e., schoch, c., wasmaier, j., & vogt, w. (2026). Long-term clinical and radiological outcomes of a stemless reverse shoulder implant that is fallen out of favor: stemless nano-reverse shoulder arthroplasty. Bmc musculoskeletal disorders, 27, article 59. Https://doi.org/10.1186/s12891-025-09386-1 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.